Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on a 30-year-old female patient. On (B)(6) 2022, the patient generated an initial test result of 1414.32 iu/l, which was clinically questioned and the repeat results from the original tube were < 1.2 iu/l. There was no impact on patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect total b-hcg result included a search for similar complaints, and the review of complaint text, trending data, labeling, field data analysis, in-house testing, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A review of device history records did not identify any non-conformances or deviations associated with the reagent lot or complaint issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Median values (for the negative population) for the complaint lot are within the established limits. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect total b-hcg reagent lot 36213ud03. D4 - catalog no catalog number: initial: 07k78-74 / updated: 07k78-78. D4 - lot no: initial: 36213ud00 / updated: 36213ud03.